Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. Two devices were found to be affected by broken down lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device overheated. There was no patient involvement; no patient impact.